Manufacturer narrative:
Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2012; 690r30 heart ring, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted during a device check for syncope that the right ventricular (rv) lead had high and rising thresholds for about the past six months. About a week prior to the device check, the device was interrogated and a safety margin was manually programmed. No further action was taken. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.